Manufacturer narrative:
H3,h6: the reported 72203704 healicoil rg sa 4.75mm w/2 ub-bl cbrd bl used in treatment, was returned for evaluation. The complaint states: ¿during an arthroscopy, it was found that the anchor was broken¿. Visual assessment confirms complaint. An exact root cause cannot be determined with confidence. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during an arthroscopy, it was found that the anchor was broken. The procedure was completed using a back-up device (competitor device). It is unknown if the event happened internal to patient and it is unknown if a delay occurred. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.